Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer stated that none of the buttons are working and the error has been occurring for the last 10 hours. Customer's blood glucose was 280 mg/dl. Customer stated that the buttons were a little more sensitive yesterday. Customer does not think he could have had a button pressed down for more than 3 minutes. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.